Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to loose battery tube connector. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was failing battery tests. His or her blood glucose was 400mg/dl at the time of reporting, which was treated with an insulin pen. The insulin pump was returned. No additional information was reported.